Event description:
This rv lead was implanted on (B)(6) 2008 remains implanted at the time. A procedure form received on 12/21/2016 stating that this rv lead was completely non-functional. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).